Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The manufacturer representative (rep) reported that they spoke with the patient later in the day on (B)(6) 2020 to set up an appointment and the patient indicated that they were not having issues since the adaptive stimulation was turned off and everything was great. The patient indicated that there was a miscommunication and that is what was happening prior to the adaptive stim being turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that when the patient made a position change, bent over or sits down, his device ¿shuts down¿ and reduces power so he had to reprogram amplitudes. The device also reduced power when he was just standing. Adaptive stimulation was turned off last tuesday. The rep was to meet with the patient to check programming and see if adaptive stimulation was back on. Additional information was received from the rep on 2020-07-29. The rep spoke to the patient and said everything was working fine following the appointment on (B)(6) 2020. The patient met with another rep where adaptive stimulation was turned off. The patient didn't report any complaints to other rep at the (B)(6) 2020 appointment. The patient had no complaints as of (B)(6) 2020 and the actions taken on (B)(6) 2020 resolved the patient¿s issues.